Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes customer reports of missing prints in the tubes. This event occurred 41 times. The following information was provided by the initial reporter. The customer stated: "this report is about missing print,. There was no print of information and the fillline on the tube."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-01-08. H.6. Investigation summary: material #: 368843. Lot/batch #: 2245799 . Bd had received 41samples and 2 photos were provided for investigation. Evaluation of both indicated that the label information is not printed/partially printed on the tubes. Additionally, 100 retained samples from this lot number were evaluated and identified no further examples of this defect. Bd was able to confirm the customer¿s indicated failure mode with the photographs and samples provided. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is able to be confirmed for the indicated failure mode [xx]. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes customer reports of missing prints in the tubes. This event occurred 41 times. The following information was provided by the initial reporter. The customer stated: "this report is about missing print,. There was no print of information and the fillline on the tube."